Manufacturer narrative:
Concomitant medical products and therapy dates: tgt3415/8335133, tgt2815/8463972, tgt3420/8574591, tgt2610/7983493, tgt2610/7983500. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a 60-mm dissecting thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses and a gore® excluder® aaa endoprosthesis aortic extender component. An elephant-trunk approach was taken to implant a surgical graft distally to the aortic arch that had been previously replaced with a surgical graft. The aortic extender component was then deployed most distally in the descending thoracic aorta, followed by two gore® tag® thoracic endoprostheses being implanted in the surgical graft. An intra-procedure imaging revealed a new dissection (location unknown) and a distal type I endoleak involving the aortic extender component, but the procedure was concluded with a wait-and-watch approach being taken to those events. On (B)(6) 2011, a reintervention was performed to treat the distal type I endoleak and the aortic dissection. The patient was implanted with two gore® tag® thoracic endoprostheses and two aortic extender components proximal to the celiac artery. On (B)(6) 2011, the patient was discharged of the hospital. It was revealed that the aortic dissection as well as the distal type I endoleak had resolved at the time of discharge. Aortic diameter was 63mm. On (B)(6) 2011, in a three-month follow-up study, aneurysm diameter was 63mm. It was unknown if endoleaks were present. Later in two more follow-up studies, aneurysm diameter had remained unchanged, and endoleaks were not revealed. (B)(6) 2012, in two-year follow-up study, the aneurysm diameter had expanded to 68mm due to retrograde perfusion from a re-entry tear in the abdominal aorta. On (B)(6) 2013, a reintervention was performed to treat the false lumen expansion. A debranching procedure was performed to maintain blood flow to the branch arteries of the abdominal aorta, and two gore® tag® thoracic endoprostheses were implanted for distal extension. On (B)(6) 2014, in three-year follow-up study, aneurysm diameter was 72mm. A type ii endoleak was revealed, but it was monitored. On (B)(6) 2015, in four-year follow-up study, the persistent type ii endoleak was revealed. Aneurysm diameter was 73mm. On (B)(6) 2015, the patient underwent aneurysm embolization procedure using an n-butyl-2-cyanoacrylate (nbca) to treat the persistent type ii endoleak. Post aneurysm embolization procedure, the patient suffered from embolism in abdominal organs, resulting in multiple organ failure. The patient expired on (B)(6) 2015.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, embolism (micro and macro) with transient or permanent ischemia, reoperation and death.